Manufacturer narrative:
Summary of investigation: there is one previous complaint of this code-batch regarding the same issue, closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Nevertheless, considering that there is a previous confirmed complaint regarding the same issue, we consider that this complaint is confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: taking into account that the results of the samples received in the previous complaint did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that during an intervention, the needle detched without unusual force exerted on it. The team used another batch number and there was no problem. This is not the first time this has happened. This problem caused an increase in response time of approximately 5 minutes.